Event description:
It was reported that during a procedure at the user facility the micro sagittal saw was running without user activation while it was in safe mode. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the motor and saghead were found to be in need of replacement. The device was repaired and returned to the user facility.